Event description:
The customer reported that the drive support cap was protruded and flushed. The blood glucose reading was 114mg/dl. The caller stated that the end cap sticker fell off three months ago. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump returned with protruded/loose drive support disk. The insulin pump returned with missing end cap sticker.